Manufacturer narrative:
A field service engineer visited the customer site. It is confirmed that the blades failed to detect the ECG signal because the internal paddles were damaged. The customer, upon noticing the issue, replaced the paddles and reported the malfunction. Further checks were performed on the defibrillator to exclude any additional issues. Following the assessment, no other problems were detected. The device was returned to use, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was that the internal paddles were damaged. The reported problem was confirmed.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the internal paddles were not working. There was no patient involvement.